Manufacturer narrative:
(B)(6). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73d2100948 was manufactured on 04/30/2021 a total of 14,952 pieces. Lot was released on 05/14/2021. DHR investigation did not show issues related to complaint. The customer returned seven representative samples of 544230 hemolok ml clips 6/cart 84/box for investigation. The actual sample was not returned, but the lid stock from the actual sample was returned. The representative samples were returned closed in their original packaging. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. The clip applier was not returned. Functional inspection was performed on all seven of the returned representative samples. A lab inventory clip applier was used. All six clips in the first cartridge that was tested were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. This was repeated for the other six cartridges with the same results. No clips broke during testing. No functional issues were found with the returned clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were only representative samples that were returned and there were no functional issues found with the devices. The reported complaint of "difficulty loading clip into applier" could not be confirmed since the actual sample was not returned. Seven representative samples were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as clips could be loaded into the jaws of a lab inventory applier and close with no issues. The probable cause of this issue could not be determined without the actual sample.

Event description:
Several clips got broken at loading during a surgery. Also, the user was unable to load some clips to the applier properly. Therefore, a new cartridge was opened, but the same issues occurred. The user had to open several cartridges to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Several clips got broken at loading during a surgery. Also, the user was unable to load some clips to the applier properly. Therefore, a new cartridge was opened, but the same issues occurred. The user had to open several cartridges to complete the procedure.